Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient¿s recharger was not charging the ins, and the patient was having bad shaking. The caller confirmed the patient was getting poor communication on the insr. They had tried repositioning the antenna before the call. The last time the patient had stimulation was on friday. They had tried charging on friday, but could not. The reason for not charging was a coupling issue. Patient services worked with the caller to turn the antenna dial and that had resolved the issue. The patient was getting 6-8 coupling bars, and the issue resolved. Patient services also reviewed that the patient could use the patient programmer to turn the stimulation back on once the ins was sufficiently charged. The caller confirmed the ins charge level was at 75% and confirmed stimulation was off. The caller stated that the patient lost the programmer and was currently working to get a new one. The caller tried the on button on the side, which was disabled. Patient services assisted the caller to turn on the therapy using the al feature. The patient could be overheard yelling, but caller confirmed the patient was yelling, because they felt the therapy and confirmed there was no adverse event. The issue had resolved. There were no further complications reported.